Event description:
It was reported the implantable cardiac monitor had recorded a diagnostic episode that required interpretation due to a "slight variability in rate." The monitor remains in use. No patient complications were reported as a result of this event. (B)(6) 2012, it was also reported that an additional diagnostic episode occurred possibly due to noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.